Manufacturer narrative:
The reported oad was received for analysis. The driveshaft of the oad was observed to be fractured at the proximal edge of the crown. No additional damage was observed on the rest of the driveshaft or the oad handle assembly. Scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. It was hypothesized that the driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity, resistance, or a stent that pushed the driveshaft into a tight bend shape, although the exact root cause of this reported complaint is undetermined. Sem analysis also identified evidence of surface damage or etching on filars, however, the root cause of the surface damage could not be conclusively confirmed. The oad was tested, and it was found to spin at all speeds and function as intended with no abnormalities observed. At the conclusion of device analysis, the reported event of the driveshaft fracturing was confirmed. The coronary orbital atherectomy system instructions for use states, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
During a procedure, the diamondback coronary orbital atherectomy device (oad) fractured. The 90% stenosed, type b target lesion was located in the right coronary artery (rca), and the lesion was located between two existing stents in a section of the vessel that was 3.0 millimeters in diameter and moderately tortuous. The lesion was treated with two passes with the oad on low speed. The oad was switched to high speed and started spinning, however the oad crown would not move forward as the oad control knob was advanced. The oad driveshaft was observed to be fractured, and the fractured portion of the driveshaft remained on the guide wire. The physician's opinion was that the oad crown would not move forward as it had already become detached. It was noted that the oad had not come into contact with any stent. The guide wire with the fractured oad driveshaft portion was pulled back into the guiding catheter, and a snare was used to collect the fractured driveshaft. The procedure was continued with a scoring balloon and a stent. The patient condition was good following the procedure with no additional complications.